Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed possible loss of capture (loc). The next time the device was checked, it was working fine. The field representative was consulted and stated that loc was determined on electrogram telemetry and was expected as part of a protocol algorithm that was being implemented. No corrective actions were necessary. The device was programmed appropriately and performed as designed. The patient is on remote monitoring and is doing well. Additional training was given to the cardiology staff following patient. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead showed possible loss of capture (loc). The next time the device was checked, it was working fine. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.